Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer's insulin pump was giving incorrect bolus estimates when using the bolus wizard. The customer¿s blood glucose level was unknown at the time of the incident. The caller had reviewed the settings with the doctor and they were correct. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or over delivery anomaly noted during test.